Event description:
It was reported that a user of the ilet experienced recurrent hyperglycemia and the care team requested device logs to assess supply change practices; review of available logs and a follow-up call confirmed that supply changes were occurring and steps were followed, the pump was correcting as expected, and there were no reported issues with the infusion set. Symptoms included high blood glucose. Outcomes included no hospitalization and improvement in glycemic values later. Investigation included review of device data and user interview. Investigation of this case revealed no device malfunction, no infusion set issue, and no incorrect use detected from the available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.